Manufacturer narrative:
There are no complaints of any system or component failure. The patient is unable to use the system due to decreased mental status and also expressed aggitation at having the system remain implanted and unused.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2022. After using the system for several years, the patient has had a decline in mental status and is struggling to use the system. The patient's daughter and physician agree that the system should be removed. A full system explant was performed on (B)(6) 2025 per the request of the patient and family.